Event description:
It was reported that (1) ai326 was used during an unknown procedure. It was reported by the affiliate that the staples are not advancing. Opened another device to complete the case. There was no consequence to the pt.